Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal device replacement procedure, this right atrial (ra) lead was stuck in the pacemaker header. It was reported that the lead fell apart so the physician surgically abandoned the lead and placed a new one. No additional adverse patient effects were reported.